Event description:
A report was received from ciba sales representative of notification from the doctor in 2002 that the doctor had implanted a left eye memorylens in a patient in 1999, which lens now was opacified, turned brown. The patient's currect visual acuity at exam the previous day was 20/70 os. The doctor was planning to explant and replace the lens.